Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The investigation of this event consisted of a review of the device history record (DHR), and labeling. A review of the device history record (DHR) for ab2000-c/ serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: o infection a root cause for the reported event could not be determined. The treating surgeon confirmed that the aquabeam robotic system functioned as intended, and assessed the event to be related to the procedure. The aquabeam robotic system instructions for use lists infection as a potential risk of the aquablation procedure. No device malfunction was reported or confirmed through the investigation performed by procept. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that post-aquablation treatment, the patient experienced a urinary tract infection which was treated with antibiotics. The treating surgeon confirmed that the aquabeam robotic system functioned as intended and assessed the event to be related to the procedure. No malfunction of the aquabeam robotic system was reported.